Event description:
It was reported that the pt had no stimulation sensation. The pt was getting stimulation off and on from certain programs. The event occurred "all of a sudden" while the pt walked around in (B) (6). The pt was not near a theft detector, the pt was in the middle of the store. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).